Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 246mg/dl. The customer's levels had been as high as 407mg/dl. The customer states they treated with pump and manual injection. Troubleshoot was conducted. The customer was advised to conduct full set, reservoir and insulin change. The customer states they would call back at a later time in order to complete troubleshoot.